Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the drawer failed and could not be recovered. It produced a sound indicating an attempt to open, but the drawer did not open despite no visible obstruction to the lock opening. Subsequently, a maintenance required notification was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer checked the refrigerator to ensure it opened and closed correctly, reviewed the error log which confirmed a single opening error occurred in the morning and was resolved, and verified that no further errors were detected. The system functioned as intended after the field service engineer investigated this incident.